Event description:
The core impaction drill was sent in for evaluation due to overheating during a procedure. No adverse event was reported. The procedure was completed with a readily available replacement device without any clinically significant delay. An oily liquid was also noted inside the device during service.